Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain of their automated peritoneal dialysis therapy. Reportedly, the home pt stated that the pt line of the homechoice set became disconnected from their set for an unk reason. The supply line of the homechoice set for an unk reason. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was discontinued for the evening. No pt injury or medical intervention was associated with this incident per home pt.